Event description:
Autopulse platform indicated "change battery" on three different batteries during use on a pt. Batteries indicated full charge (green led was on) before use, however, they only gave between three to five compressions before stopping. Platform sn is (B)(4) and battery sn's are (B)(4). No other info was provided.

Manufacturer narrative:
Zoll medical corporation has rec'd the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. There is a discrepancy between the serial numbers and the quantity of the batteries customer claimed to have returned. Battery with sn (B)(4) was not returned. Batteries with sn (B)(4) were returned (four batteries rec'd instead of three). Autopulse sn (B)(4), MFR report # 3003793491-2013-00341; battery sn (B)(4), MFR report # 3003793491-2013-00342; battery sn (B)(4), MFR report # 3003793491-2013-00343; battery sn (B)(4); battery sn (B)(4), MFR report # 3003793491-2013-00345.